Manufacturer narrative:
(B)(4). The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined. (B)(4).

Event description:
During follow-up the lead showed no sensing, pacing threshold and high impedance. A short circuit was suspected, however no damaged was observed on x-ray. The lead was capped and replaced. The patient was in good condition following the procedure.